Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The reported event of suture detached . Visual analysis of the returned uphold support system showed that the suture was broken and frayed on the blue dilator. The dart was missing and not returned. The cage of the capio was bent. Functional analysis showed that the carrier would extend and retract freely when actuated. Based on the investigation performed, the most probable root cause classification is operational context, as anatomical and procedural factors encountered during the procedure may have limited the performance of the device. Information originally reported stated the patient is male. However, this device is exclusively used on female patients. We have been unable to confirm this to be an error. If we receive follow up confirming the patient was male, a supplement report will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a cystocele correction procedure performed on (B)(6) 2014. According to the complainant, during procedure, the capio cage failed to catch the needle. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the suture is broken and frayed on the blue dilator. The dart is missing, not returned.